Event description:
New information received notes that the physician mentioned the helix issue may be due to the patient¿s anatomy.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During lead placement, the helix of the left bundle branch (lbb) lead was noted to retract during attempts to penetrate the septum. In each attempt, the lbb lead failed to bore and no significant changes in impedance or morphology were noted to indicate successful lbb pacing. The lbb lead was not used and replaced on 09 sep 2025. There were no patient consequences.